Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s replaced portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage which could have contributed to the reported pump stop events. A distal end driveline replacement was performed on (B)(6) 2024. Approximately 19¿ of the external portion of the driveline was returned for evaluation. The pins of the controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires revealed a breach in the insulation of the red wire approximately 16" from the controller connector. The remaining wires, as well as the remaining portions of the damaged red wire, were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed wire breach appeared to be the result of repetitive flexing of the driveline in an area approximately 16¿ from the controller connector. If the exposed conductor made contact with the metal braided shield while operating on the power module, a short-to-shield would have resulted. Although wire damage was confirmed, the damage was confined to a single motor phase. The additional wire damage necessary for a phase-to-phase short was not present on the returned segment of the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) is currently available. Section 1 of this IFU addresses pump parameters including pump speed. This section also lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The heartmate ii left ventricular assist system patient handbook (rev. C) is currently available and contains information on caring for the driveline. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. Incidental findings: damage to the driveline outer jacket was observed approximately 2" - 4" from the controller connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in the clinic around the week of the (B)(6) 2025 and had not had anymore alarms or symptoms since having the driveline repair done on (B)(6) 2024. This patient was a do not resuscitate (dnr) and was not a candidate for a pump exchange given the operative risk. The patient had continued on the ungrounded cable when on ac power at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced a syncopal event with a fall without any alarms. The log files were requested to be reviewed. Tech services were unable to download the log files due to the secure email system. The log files were resent and reviewed containing a few pulsatility index (pi) events as well as routine power source changes. No other unusual events were seen in the log files. The cause of the syncopal event was the pumping being stopped due to a phase to phase short. Diagnostics were performed: log file analysis, driveline x-ray series, and lab work. These had already been shared with abbott (cs-205639). The patient had lost consciousness until the pump turned back on. The patient was treated with emergency evaluation, overnight observation, abbott field service engineers driveline repair. The current plan of care was to wait for analysis of the external driveline from abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient was implanted with a heartmate ii on (B)(6) 2015 and oversewn aortic valve. They presented to the emergency room after having a syncopal event with momentary loss of consciousness at the breakfast table. Upon review of the patient's waveform, the patient had a momentary pump stop. Of note, the patient has a known short to shield with the heartmate ii's driveline. The patient was on battery power during the episode. Log files were sent for review and they captured a couple pump stop events (B)(6) 2024 at 09:57 and 09:58 while using battery power. The patient has a known short to shield since (B)(6) 2023 (MFR# 2916596-2023-08270) and it appeared that the short to shield has matured into a phase to phase short with the possibility of a pump stop on any power source and also a non-grounded patient cable. X-rays were taken and provided. The patient was sitting upright, eating breakfast during this episode. Patient denied choking/coughing/bending over during the syncopal episode. Technical services was on site to perform a driveline repair. A splice was started approximately 3 inches from the exit site. The repair was completed without any alarms. The excised driveline will be shipped to burlington for urgent investigation. Patient remained on the ungrounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.